Event description:
It was reported that the lead exhibited high capture thresholds and high impedance. An x-ray revealed the lead was fractured. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that the lead was returned in two pieces. The outer insulation was abraded and the inner coil was fractured. This was due to clavicular crush damage.